Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen is sore") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), flatulence ("gas pains") and sleep disorder ("I hate sleeping on my back but haven't comfortable found a way to sleep on my side"). The patient was treated with docusate sodium (stool softener) and surgery (underwent laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain was resolving and the flatulence and sleep disorder outcome was unknown. The reporter considered abdominal pain, flatulence and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following events were reported via social media: flatulence, abdominal pain and sleep disorder. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen is sore') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), flatulence ("gas pains"), sleep disorder ("I hate sleeping on my back but haven¿t comfortable found a way to sleep on my side"), hyperhidrosis ("sweating") and abdominal distension ("feel like I had 10 bottles"). The patient was treated with docusate sodium (stool softener) and surgery (underwent laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the abdominal pain, flatulence and sleep disorder was resolving and the hyperhidrosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, flatulence, hyperhidrosis and sleep disorder to be related to essure. The reporter commented: "I tried to drink on my birthday 2 shots and I thought I was gonna die". Concerning the injuries reported in this case, the following events were reported via social media: flatulence, abdominal pain and sleep disorder, sick. Most recent follow-up information incorporated above includes:on 10-jun-2019: events per social media: sweating and feel like I had 10 bottles were added.incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen is sore/debilitating pain') and fallopian tube perforation ('perforated tube') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), flatulence ("gas pains"), sleep disorder ("I hate sleeping on my back but haven¿t comfortable found a way to sleep on my side"), hyperhidrosis ("sweating"), abdominal distension ("feel like I had 10 bottles"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), menorrhagia ("never ending heavy menstrual cycles"), alopecia ("hair loss"), rash ("rashes"), tooth disorder ("dental problem"), amnesia ("memory loss"), migraine ("migraine"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dyspareunia ("pain with intercourse"), urinary tract infection ("chronic uti") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with docusate sodium (stool softener) and surgery (underwent laparoscopic assisted vaginal hysterectomy(full)). Essure was removed. At the time of the report, the abdominal pain, flatulence and sleep disorder was resolving and the fallopian tube perforation, hyperhidrosis, abdominal distension, fatigue, arthralgia, menorrhagia, alopecia, rash, tooth disorder, amnesia, migraine, feeling abnormal, vision blurred, dyspareunia, weight increased, urinary tract infection and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, flatulence, hyperhidrosis, menorrhagia, migraine, rash, sleep disorder, tooth disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: "I tried to drink on my birthday 2 shots and I thought I was gonna die". Concerning the injuries reported in this case, the following events were reported via social media:flatulence, abdominal pain and sleep disorder, sick. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events perforated tube, chronic fatigue, joint pain, never ending heavy menstrual cycles, hair loss, rashes, dental problem, memory loss, migraine, brain fog, blurry vision, pain with intercourse, weight gain, chronic uti, endometriosis, was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen is sore/debilitating pain'), fallopian tube perforation ('perforated tube') and pneumonia ('pneumonia') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), flatulence ("gas pains"), sleep disorder ("I hate sleeping on my back but haven¿t comfortable found a way to sleep on my side"), hyperhidrosis ("sweating"), abdominal distension ("feel like I had 10 bottles"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), menorrhagia ("never ending heavy menstrual cycles"), alopecia ("hair loss"), rash ("rashes"), tooth disorder ("dental problem"), amnesia ("memory loss"), migraine ("migraine"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dyspareunia ("pain with intercourse"), urinary tract infection ("chronic uti"), endometriosis ("endometriosis") and pneumonia (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with docusate sodium (stool softener) and surgery (underwent laparoscopic assisted vaginal hysterectomy(full)). Essure was removed. At the time of the report, the abdominal pain, flatulence and sleep disorder was resolving, the fallopian tube perforation, hyperhidrosis, abdominal distension, fatigue, arthralgia, menorrhagia, alopecia, rash, tooth disorder, amnesia, migraine, feeling abnormal, vision blurred, dyspareunia, weight increased, urinary tract infection and endometriosis outcome was unknown and the pneumonia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, flatulence, hyperhidrosis, menorrhagia, migraine, pneumonia, rash, sleep disorder, tooth disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: "I tried to drink on my birthday 2 shots and I thought I was gonna die". Concerning the injuries reported in this case, the following events were reported via social media:flatulence, abdominal pain and sleep disorder, sick. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen is sore/debilitating pain'), fallopian tube perforation ('perforated tube') and pneumonia ('pneumonia') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), flatulence ("gas pains"), sleep disorder ("I hate sleeping on my back but haven¿t comfortable found a way to sleep on my side"), hyperhidrosis ("sweating"), abdominal distension ("feel like I had 10 bottles"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), menorrhagia ("never ending heavy menstrual cycles"), alopecia ("hair loss"), rash ("rashes"), tooth disorder ("dental problem"), amnesia ("memory loss"), migraine ("migraine"), feeling abnormal ("brain fog"), vision blurred ("blurry vision"), dyspareunia ("pain with intercourse"), urinary tract infection ("chronic uti"), endometriosis ("endometriosis") and pneumonia (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with docusate sodium (stool softener) and surgery (underwent laparoscopic assisted vaginal hysterectomy(full)). Essure was removed. At the time of the report, the abdominal pain, flatulence and sleep disorder was resolving, the fallopian tube perforation, hyperhidrosis, abdominal distension, fatigue, arthralgia, menorrhagia, alopecia, rash, tooth disorder, amnesia, migraine, feeling abnormal, vision blurred, dyspareunia, weight increased, urinary tract infection and endometriosis outcome was unknown and the pneumonia had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, flatulence, hyperhidrosis, menorrhagia, migraine, pneumonia, rash, sleep disorder, tooth disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: "I tried to drink on my birthday 2 shots and I thought I was gonna die". Concerning the injuries reported in this case, the following events were reported via social media:flatulence, abdominal pain and sleep disorder, sick. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- pneumonia. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.